Event description:
Patient first came here 9/12/92 regarding secondary iol in opposite eye (od). Discussed with patient problem with iol os; superior anterior loop of iol had previously been amputated by doctor elsewhere. Patient was recommended to have secondary iol in opposite eye first as os was okay for present. Then patient decided to hold off exchange of iol due to personal problems. On 7/1/92 an iol exchange was performed on the os with the implantation of an anterior chamber ioldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.